Manufacturer narrative:
Section refers to the main device, other components include: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2 mg/ml hydromorphone at 0.7502 mg/day and 2 mg/ml bupivacaine at 0.7502 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, it was reported that between programming a patient's pump, a broken 8840 message came up and when the hcp went to update, an alert appeared stating that the pump was in stopped mode for 7 minutes. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.